Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform system 1, medwatch with identifier (B)(6) is for inform system 2.

Event description:
Caller reported blood glucose results of lo, which on the system indicates a result less than 10 mg/dl, lo, and hi, which on the system indicates a result in excess of 600 mg/dl on inform system 1, inform system 2 result of 250 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.